Event description:
Information received regarding the explanted device notes that capture thresholds increased to 4.0 v and sensing thresholds decreased to 2.0 mv. There were no consequences to the patient.